Event description:
Biomed requested a long review due to a possible over infusion, stating device infused 3.5 hours worth of fluid in 1.5 hours. Details of event are as follows: a 1000 ml bag of unk medication was to infuse at 30 ml/hr and titrate up by 30 ml/hr for 30 minutes. At 11:30 am the nurse saw the rate at 90 ml/hr and the screen showed vtbi 288 ml, but the bottle was empty. Staff gave bolus (medication not specified) to stabilize the pt. Reporter has no info about what fluid was infusing, what bolus was given, or how the pt was affected. Reporter also stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Customer has provided event logs, error logs and data set for a log review. A follow up report will be submitted once the investigation has been completed.